Event description:
It was reported that patient was experiencing extracardiac stimulation due to patient physiology. The lead output was decreased on (B)(6) 2010. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.